Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in a moderately tortuous and mildly calcified mid left circumflex (lcx) artery. Predilation was performed using a 15-1.5mm non-bsc balloon catheter and an unspecified stent was implanted. A 3.0mm x 15mm quantum maverick balloon catheter was then selected and advanced to the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned preliminary device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: returned product consisted of the proximal portion of the quantum maverick balloon catheter. The distal portion of the catheter including the balloon, markerbands and tip; were not returned for product analysis. The hub/strain relief including 108cm of the proximal shaft was returned. There was a complete shaft separation 3mm distal of the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft separation or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).